Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 3.3, ref: 1.8, mean: 2.55, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated . Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2009, inr: 3.3, 2.7. Inratio meter, mean: 3.0, sd: 0.42, %cv: 14.14. Since 14.14% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user: date: (B)(6) 2009 inr: 3.6, 2.4, 2.7. Inratio meter - mean: 2.90, sd: 0.62, %cv: 21.53. Since 21.53% cv is more than 20%, the precision test failed the criteria for precision. Customer results analyzed and precision not met criteria for one of results reported. Reported results of 3.3 and 1.8 are not valid in comparison because the results were reported on different days. If the time elapsed between results exceed 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Previous precision test on strip lot 216965 from (B)(4) revealed no discrepant results on returned and in-house meters. Precision test on lot 216965 passed the precision criteria. No further action is required. (Refer below for investigation). Investigation: donor 1, return (inr): 3.1, in-house (inr): 3.1, mean: 3.1, sd: 0, %cv: 0.00. Donor 2, return (inr): 2.2, in-house (inr): 2.3, mean: 2.25, sd: 0.070711, %cv: 3.14. For each pair of replicates of each sample on strip lot 216965, mean and standard deviations were calculated. In-house test results were 0% and 3.14%, respectively for each donor and are less than 16%. Both samples passed the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required. As of 11/05/2009, twenty-one discrepant result complaints were reported for lot # 216965 yielding a complaint rate of 0.012%. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter and discrepant results compared with the lab.